Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported there was a medication error, and the user reportedly programmed the dose as 2.3 mcg/kg was identified as a user dose programming error. The customer has resolved the issue and confirmed that the event was due to a use error. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a medication error. The customer was unable to pull the infusion knowledge portal (ikp) data to review the error. Customer reports there was a delay in the ikp data loading for review. Last alaris data load on ikp was on (B)(6) 2025 at 0359. There was patient involvement and no harm. Bd received additional information. It was reported that a fentanyl bolus was ordered at 0.5 mcg/kg for a 4.5kg patient (calculated dose 2.3 mcg). The user reportedly programmed the dose as 2.3 mcg/kg in error. The dose in question was administered on (B)(6) 2025 at 1435. It was noted that the earlier dose administered at 1206 on the same date by the same nurse may also need to be reviewed to determine whether the restore function was used. It also needs to be determined the fentanyl therapy type the dose was programmed under because the guardrail limits are different between the "or/procedural" and "ICU/ed" therapy types. Per report, the customer reported that they have resolved the issue and confirmed that the event was due to use error.